Manufacturer narrative:
(B)(4). Evaluation methods: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. #(B)(4).

Event description:
It was reported pt had a micl 13.2 mm implantable collamer lens implanted in the pt's right eye on (B)(6) 2011. As part of the post market study, the pt reported experiencing ghosting/double vision in high contrast situations (light source in a not well lit area) and undercorrected. The physician's office was contacted for further information. The pt's last visit was (B)(6) 2012. Va post-op 20/30. Prognosis is excellent. The icl remains implanted.